Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The device involved was not returned to the manufacturer for evaluation. A review of the device history records for 2000m2095, lot a2100362, was performed and there were no non-conformances, deviations, or expectations during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1. A blood leak was noted on the venous dialyzer connection. The venous line was changed and the same issue occurred. The lines & dialyzer were discarded and a new setup of lines and dialyzer used. The patient's treatment was resumed after verifying no leaks were present. No injuries reported.